Event description:
The patient received two leads with the same lot number. It was reported the patient required an MRI for an unrelated issue. It was further reported by the pt stimulation has never covered painful areas. The physician opted to explant the scs system and treat the patient accordingly.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.